Event description:
It was reported that when the solenoid was inserted the monitor showed a message that stated failure. No delay reported. No patient injuries reported. No s and n backup was available.